Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose level of 14.8 mg/dl. The customer stated that the insulin pump was damaged at lcd screen on the inside and back of insulin pump. The customer fell on his insulin pump while riding bike. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.